Event description:
The trilogy ev300 ventilator was returned to the manufacturer for evaluation. The device's blower motor was replaced to address the issue. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device the failed system setup test for active exhalation control module. The 3 way solenoid valve and proportional valve were replaced to address the issue. The system meets the specifications for the performed service and is returned to use.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy ev300 ventilator was returned to the manufacturer for evaluation. The device's blower motor was replaced to address the issue. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device the failed system setup test for active exhalation control module. The 3 way solenoid valve and proportional valve were replaced to address the issue. The system meets the specifications for the performed service and is returned to use. Correction to section b5: the trilogy ev300 ventilator was returned to the manufacturer for evaluation. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device the failed system setup test for active exhalation control module. The 3 way solenoid valve and proportional valve were replaced to address the issue. The system meets the specifications for the performed service and is returned to use.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy ev300 ventilator was returned to the manufacturer for evaluation. The device's blower motor was replaced to address the issue. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device the failed system setup test for active exhalation control module. The 3 way solenoid valve and proportional valve were replaced to address the issue. The system meets the specifications for the performed service and is returned to use. Correction to section b5: the trilogy ev300 ventilator was returned to the manufacturer for evaluation. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device the failed system setup test for active exhalation control module. The 3 way solenoid valve and proportional valve were replaced to address the issue. The system meets the specifications for the performed service and is returned to use. New information/linv: the trilogy ev300 proportional valve and 3 way solenoid was sent to the manufacturer product investigation lab (pil) for further evaluation with the allegation of failing system setup test. During the evaluation pil was able to confirm a failure of the 3 way solenoid valve. Pil installed the trilogy evo solenoid valve on the trilogy evo stb and ran therapy for approximately 1 hour and the solenoid operates without issue. Pil then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid. However, pil was unable to confirm a failure of the proportional valve. Pil installed the trilogy evo proportional valve on the trilogy evo stb and ran therapy for approximately 1 hour and the proportional valve operates without issue. Pil then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. Both components were scrapped. Box h coding updated.